Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 21mm sjm regent heart valve w/flex cuff was implanted. However the leaflet was unable to completely close. The device was removed and replaced with a new 21mm sjm regent heart valve w/flex cuff. It was noted that the patient was in stable condition.

Manufacturer narrative:
The reported event of the leaflet being unable to completely close could not be confirmed. The device was returned to abbott for investigation and it was found that both the leaflets were intact and mobile. There was no visible evidence of surface damage to the recessed pivot areas and to the pivot guards. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.h6 health effect - impact code: 4624 code removed